Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with hospitalization: overnight stay and manual injection/insulin pen. The customer reported blood glucose value of 700 mg/dl. The customer reported pump is cracked and pump is not working. The event involved product(s) mmt-396, mmt-1880, mmt-332a. Customer has not been using the insulin pump system within 48hrs of reported high bg event and it was unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-396 and mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a minor scratched lcd window and a scratched case. No crack at the front screen/back of the pump noted during visual inspection. The pump was also received with a blank display. Unable to perform the the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download pump history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found a cracked/bleeding lcd glass. Physical damage and slight corrosion was found on the pcba 1, pcba 2 and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. Force sensor zero offset within specification (23.5 mv). Blank display was confirmed due to physical damage and slight corrosion on the pcba 1 and pcba 2. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a leaking and depleted energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to verify customer alleged for high bgs. Cosmetic damage at the front screen/back was not confirmed, however, other cosmetic damage was noted during analysis. Unable to perform the required testing, upload pump to carelink, download pump history files and traces using thump due to blank display. Blank display was confirmed due to physical damage and slight corrosion on the pcba 1 and pcba 2. During visual inspection, a cracked/bleeding lcd glass was noted. Also, corrosion was also found on the vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.